Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon review, the patient's blood pressure had dropped. An echocardiogram was performed, and cardiac tamponade and pericardial effusion were noted. A pericardiocentesis was successfully performed and the leadless pacemaker was retrieved without complications. The patient remained stable.